Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed low pacing impedance on the atrial lead. No changes or intervention was reported. The patient condition was unknown.